Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: review of the black box data revealed record a loss of prime warning (162) with low non-zero force. A battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. On investigation, the pump was exercised for 24 hours without error, warning or alarm. The complaint was not duplicated on investigation. The force sensor unit was determined to be calibrated within the required specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.